Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that an error message during testing, retested and passed. The surgeon felt irrigation failure when the first piece of nucleus processing was being performed. Therefore, the surgeon pulled out the hand-piece for safety. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The returned sample was visually and functionally tested and met specifications, no irrigation issues or system message code was received during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).